Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 325 mg/dl. The customer alleged their bg level was caused by the pump. A manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the elevated bg level.